Event description:
The surgeon could not advance t2. The surgery wascompleted with the use of another fast-fix from another lot. The surgeron experienced a dalay of five minutes as a result. The surgeon is very experienced with fast-fix. It was confirmed that the first t's were removed.